Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet, the user experienced a postprandial blood glucose rise to 260 mg/dl after announcing a routine breakfast and later trended down to 150 mg/dl. Symptoms included hyperglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education on postprandial glucose monitoring. Investigation of this case revealed no device alarms or malfunctions and no device component issues, and the event was consistent with expected postprandial glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.